Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during the patients procure a lead had migrated which was verified through fluoro. The patient reported no trauma and never lost therapy. Surgical intervention took place where the lead was explanted and replaced to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn1040-50a, UDI: (B)(4), serial: (B)(4), batch :8713225.